Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline infection. On (B)(6) 2016 a computed tomography was done of the chest/abdomen and it was noticed that the left ventricular assist device (lvad) position was unchanged since 2013 examination. There was new soft tissue stranding surrounding the driveline both at the insertion in the abdominal wall as well as in its intra-abdominal course just anterior to the left lobe of liver. This was thought to indicate inflammation. No drainable fluid collections identified. Cholelithiasis without evidence of cholecystitis. The patient underwent debridement of driveline on (B)(6) 2016. A bacterial culture from the driveline site was positive for corynebacterium species and patient was started on doxycycline for 6 weeks because it was preferred over a peripherally inserted central catheter line and IV antibiotics.